Event description:
Healthcare professional reported "required documents for breast implant warranty". Later healthcare professional reported "capsular contracture, baker grade ii (pain, hardening, stiffness, asymmetry)". Treatment for the left side capsular contracture was reported to be ¿oral medication¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Continued e1. Mobile: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV".